Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the device would not seal the tissue. Endo-tones were heard, indicating a completed seal cycle, however when the surgeon cut there was minimal bleeding/oozing. There was no bleeding over 250cc. There was no patient harm. The surgeon was able to seal the second time with no issues and completed the case. They did not have to convert the case to open.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. An unrelated failure was found during the investigation: the knife was damaged. The additional findings did not contribute to the reported condition. The knife cut was tested on a silicone test strip with unacceptable results. Due to the poor cut the blade was inspected under magnification and damage to the leading edge of the blade was found. The damage is consistent with inadvertently cutting on a hard object, such as a staple. The investigation identified the root cause of the additional failure to be mishandling by the user. The IFU states do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. No trend has been identified for this failure mode.